Event description:
An eye care practitioner reported pt experienced bilateral iritis & keratitis, os. The pt experienced mild pain. Treatment consisted of tobradex & cycloplegia. Event resolved with no reported reduction in visual acuity & resumption of contact lens wear. Request has been made for add'l info, however no further info has been provided. This report has been designated as the left eye event.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." The device history records & sterility records have been reviewed by mfg and found to be in compliance.